Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 16fr esheath plus was returned for examination and the reported event was confirmed based on evaluation of device in conjunction with intraprocedural imagery. The imagery confirmed presence of liner puncture, defined as torn liner with ds/crimped thv exiting the sheath lumen through the liner tear. Visual examination found that the crimped valve was exposed through the torn liner while located inside the sheath lumen, likely due to post-procedural manipulations, which could have altered the original state of devices. The liner was torn approximately 6" in length, starting from the distal strain relief, the remaining liner was unexpanded, and the distal tip was unopened. Dimensional testing indicated that the liner thickness was measured and found to be within specification. The reported event of resistance issues was confirmed. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the event as some vessel calcification and tortuosity were present. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The reported event of liner puncture was confirmed. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the event. Vessel tortuosity and/or calcification can subject the sheath to suboptimal angles and can lead to non-coaxial alignment between devices, contributing to the reported resistance. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and the sheath. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous risk assessment was captured for these types of events.

Event description:
During a ttvr procedure using a 29mm sapien 3 ultra resilia valve, the system was prepared and inserted into the right femoral vein for a transfemoral tricuspid valve in-ring procedure. While advancing the sheath, a significant release of tension was noticed. The implanter scanned down with the c-arm to inspect the valve and sheath and noticed the valve punctured through the esheath plus just past the semi-expandable section. Due to the puncture, the valve was unable to be advanced or retracted through the sheath. After multiple attempts, the implanters were able to retract the valve into the esheath+ and remove the valve, delivery system, and sheath without causing any damage to the patient. A new 16fr esheath+, 29mm sapien 3 ultra resilia, and commander delivery system were prepped in the same fashion. The new 16fr esheath+ was re-inserted into the femoral vein. The new 29mm sapien 3 ultra resilia valve and delivery system were safely and effectively delivered into the tricuspid valve and ring and were deployed. No vascular complications or venous damage were noted. Follow-up with the fcs indicated that there was no apparent damage to the valve. No abnormalities in the sheath prior to the sheath being inserted into the patient. After the sheath was removed from the body the valve was sticking out of the sheath. The device will be returned for examination.

Manufacturer narrative:
The investigation is ongoing.